Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. The failure mode will be monitored for future reoccurrence. Probable root cause for the reported failure involving this device could have been caused by: inadequate window profile; inadequate welding process (i.e. Plasma, inductive, gluing); improper material strength; inadequate size selected for the application; material brittleness; excessive force applied by the user; incorrect rfid tag. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the shaver tip broke off; however, it was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the shaver tip broke off; however, it was retrieved.